Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. The catheter was kinked at the middle and proximal section of the device, indicating an excessive force was applied in the device. Microscope examination was performed on the bushing, and the bushing hooks were observed to be misaligned. Dimensional examination was performed to further analyze the deployment issue, and the bushing outside diameter was found to be out of specification. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that resolution clip device was used in the intestinal tract during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was unpacked, but tip of the clip fell off. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing outside diameter failed on its measurement and the bushing hooks were misaligned during dimensional inspection; therefore, this is now an MDR reportable event.